Manufacturer narrative:
Date of event: the exact date is unknown, the best estimate is between aug 25, 2022 and sept 1, 2022. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patients operative eye due to a post-operative (op) refraction of +2d even with the right targeting. The patient's vision pre-operative was 6/12, and vision post-operative was 6/15. The patient's daily activities were significantly affected. An incision enlargement, sutures, and medical intervention were required. Vigamox 4hrly, g.pred forte 4hrly, g.nevanac 3x/day. There was no delay in treatment or other interventions performed. The patient status was reported as unknown. No further information was provided.